Event description:
It was reported that bd pegasus gn 18ga x 1.16in prn-cap y leaked the following information was provided by the initial reporter: during the procedure, sodium chloride was administered to the patient and after this indwelling needle was placed, the infusion clip was opened sodium chloride was ejected from the indwelling needle line. (See figure for details)

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1.DHR/bhr review: (1)the batch number of the complained product is 3132817, is 18g and product code is 383952, produced on 2023/06, with a total of (B)(4) pieces in this batch; (2)inspection process and delivery test report, test results meet product standards, no abnormalities; (3)check the production record of the batch of products, no conformance, deviation or rework activities in the process of the batch of products; 2.the customer did not return samples and only provided 1 photos of defective samples. From the photo, it appears that the liquid may leaked from the extension tube. 3.take the retained sample of this batch for 45psi system leakage test, and no abnormality was found. Test report refer to attachment 1. 4.the history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary,since the customer did not return samples, the damage status of the extension tube cannot be confirmed,the root cause of the complaint defect cannot be confirmed, and the factory will continue to pay attention to and monitor the trend of the defect complaint. H3 other text : see narrative.

Event description:
No additional information provided.